Event description:
Formic acid placed in tissue processor instead of xylene on (B)(6) 2010, by operator. Discovered on (B)(6) 2010, as histotechnician attempted to remove tissues from the processor. Thirteen samples were damaged. Six patients did not have additional tissue available for reprocessing. Ordering physicians notified. Determined it was user error. Manufacturer rep notified on (B)(4) 2010 and service performed on instrument (B)(4) 2010.